Event description:
The customer reported that intermittently the image went black when the c-arm was rotated. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.